Manufacturer narrative:
The device nm-3138-55, serial number (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to high impedances in the lead extension. Electrocautery was reportedly used during the procedure. Postoperatively, the patient is doing well. The location of the explanted device remains unknown.